Manufacturer narrative:
No report of patient involvement. Unique identifier: (B)(4). A ge healthcare service representative performed a checkout of the system and confirmed the reported issue. The base will be replaced to resolve the reported issue. Legal manufacturer: hcs madison - (B)(4).

Event description:
The hospital reported the front right caster detached from the unit. The unit did not tip or fall. There was no report of involvement.